Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg had migrated. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The explanted ipg was discarded.